Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign material remained in the nozzle and protein (dirt) is hardened on the bending section rubber. The equipment was returned to olympus without completing the reprocessing at the facility. The detection method is described in the operation manual chapter 3 preparation and inspection and preventive measures are described in the reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: b3 - event date.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle, the bending section rubber had clotting protein, auxiliary water was not emitted due to clogging of the jet tube, water contact/water removal was out of standard due to the clogged nozzle, the distal end cover was shaved, the adhesive on the bending section rubber was detached, the indication on the connecting tube was unclear, the connecting tube was discolored, the bending angle in the up/down direction was out of standard, the up/down/right/left knobs had play, the up/down/right/left knobs were dirty, the image guide protector was cut, switch 2 was cut, switch 1 was scratched, the suction cylinder was shaved, the universal cord was scratched, the scope connector was dirty, the forceps channel port was shaved, and the control unit was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had reduced angulation and the insertion tube was discolored. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. Foreign material was an unknown yellowish/brown substance. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.